Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the complaint regarding the pump rebooting was verified in the black box and was duplicated during the investigation. The pump booted to the verified screen and was able to be primed, with in 3 minutes after prime the pump consistently rebooted to the "verify" screen. The pump was opened to investigate, a cold solder joint was found at the micro controller pins. The pins were resoldered to insure electrical connection and the pump was exercised on a 1 unit per hour basal program with no power loss or rebooting.

Event description:
The patient reported that on (B)(6) 2011 the pump rebooted twice within 15 minutes. She stated that she just received the pump on (B)(6) 2011. She denied any trauma or water exposure. The patient stated that she did not receive any low battery warnings or replace battery alarms.